Event description:
Ous MDR - it was reported that about 14 months after the implantation vf detection due to oversensing was noted via home monitoring. The detection led to aborted shock. During a follow-up all measurements were normal. Lead manipulation in pocket and the x-rays did not show any abnormalities. It was decided to explant the lead. During the explantation procedure a stylet could not be completely inserted to the distal end of the lead. The lead was cut through. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The analysis of the lead fragments demonstrated a damaged insulation in the region of the tricuspid valve. This damage can be considered to be the root cause of observed noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem.